Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right ventricular (rv) lead. Noise was also observed on the shock channel. Isometrics were performed and the noise was reproduced. It was noted that the lead measurements were within normal limits. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced, and the crt-d was explanted and replaced. No additional adverse patient effects were reported.